Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 ,with the following findings: during investigation, the pump was unable to recognize the cartridge during a load step attempt. Investigation revealed that the force sensor was out of calibration and the force resistance measurement is out of specification. There was evidence of contamination observed on the force sensor plate. Unrelated to the force sensor issue, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. (B)(6). A correction number:2531779-03/24/2010-003-r.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration and the force resistance measurement is out of specification. This report is made based on results of investigation completed on (B)(4) 2012.